Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with post paced t-wave oversensing on an implantable cardioverter defibrillator. The device was reprogrammed and the patient was stable.